Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mision drug-eluting stent system was selected for treatment of the mid cx. The stent came off the stent balloon prior to the lesion. The stent was removed successfully by using a snare.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is not well folded and shows signs of inflation, contrast medium residue was observed in balloon- and inflation lumen. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned still entangled with the snare and is severely deformed over its entire length. It appears as the stent is slightly expanded. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.